Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure.t. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the olympus service team with a report of holes in the distal tip. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, cut on the probe unit and missing ke45 on forceps cover 16a were observed. There was no patient involvement.